Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm and a system error 2367, which occurred on the homechoice (hc) during drain 3 of 4. The patient was connected at the time of the alarm. During troubleshooting there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the messages to the home patient (hp). The tsr informed the hp to use manual therapy and to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.